Manufacturer narrative:
The lead has been returned for analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection confirmed the complete lead was returned. The helix appeared in good condition with no evidence of damage. Resistance and hipot tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure when the physician performed the initial stick, it appeared there was venous return. The pacing system was implanted successfully. Then, during a post operation x-ray, blood was present. A cat scan was performed which revealed the right atrial lead was in the aortic root and the right ventricular lead was in the left ventricle. The patient was sent for open heart surgery and the device and leads were explanted. It was noted that blood was in the pericardium but the patient had not experienced tamponade. The atrial system was repaired and the patient is doing fine, but still remains in the hospital. The patient's surgeon noted the initial stick during the implant procedure was venous, but punctured through into the arterial system. All products were returned to boston scientific.